Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call that her daughter experienced low blood glucose of 42 mg/dl. Customer¿s mother reported that the blood glucose went down to 36 mg/dl and customer was almost unresponsive. Product will not be return for analysis.